Event description:
It was reported that during insertion, the intra-aortic balloon (iab) became stuck in the sheath. The physician pulled vacuum, tried to activate hydrophilic coating and turned the catheter clockwise. Placement was not possible as the balloon began to unwrap on the proximal side. As a result, another catheter was used successfully. It is unknown if there was a delay in treatment, no patient death and no patient complications reported. Additional information was received on 6/29/2010 from the sales representative which stated the super arrow-flex (saf) sheath was in place when this occurred. It is unknown if the same sheath and insertion site was used for the placement of the second kit.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.